Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04843. It was reported the patient experienced positional overstimulation after the patient fell on the ipg site. In addition, the patient experienced ineffective stimulation due to the issue. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2018-04843 . Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the lead and ipg.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-04843. Follow-up identified no intervention is planned at this time due to the patient's insurance.